Event description:
It was reported that the impactor fractured during impaction. When the doctor was impacting the glenosphere, the impactor fractured into 7 pieces. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products: item#110031419; lot#64653493. Item#110031399; lot#65635197. Item#113629; lot#65375155. Item#180552; lot#65860278. Item#180550; lot#855710. Item#115395; lot#65699661. Item#010000589; lot#377980. Item#115310; lot#j7370467. Item#405889; lot#65856805. Item#405800; lot#65861526. Item#405883; lot#65679783. Item#cm-0222; lot#20121623.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product shows signs of wear and tear over the potential field age of over 9 years. The impactor pad said to have fractured, was not returned. Therefore, further analysis could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.